Event description:
It was reported that the coil system was used as the third coil system to embolize the ima and was attempted to be detached. As the audible tones of the v-grip sounded, the pusher was pulled back, but the implant was not found to be detached and was pulled back along with the pusher. The implant was attempted to be pushed forward, causing the coil system to stretch. The coil system was retrieved with a snare and successfully removed. Another coil system was used to continue the procedure, and the procedure was successfully completed. No patient health damage was reported.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the coil system was used as the third coil system to embolize the ima and was attempted to be detached. As the audible tones of the v-grip sounded, the pusher was pulled back, but the implant was not found to be detached and was pulled back along with the pusher. The implant was attempted to be pushed forward, causing the coil system to stretch. The coil system was retrieved with a snare and successfully removed. Another coil system was used to continue the procedure, and the procedure was successfully completed. No patient health damage was reported.

Manufacturer narrative:
Items returned for evaluation: pusher-implant. Items not returned for evaluation: introducer, shrink lock, dispenser hoop, microcatheter, v-grip. The visual analysis of the returned device found that the implant was not attached to the pusher, but no signs of activation was observed on the pusher heater coil, and the pusher hypotube was kinked at the proximal section. The implant was returned stretched at the proximal section, damaged, and deformed at the distal section and separated from the pusher. The device was tested with the 4-way continuity test using an in-house v-grip controller, and all tries gave out green lights. The pusher resistance and proximal resistance was measured within specification. The investigation of the pusher found the monofilament showed a mushroom profile at the proximal end with a tensile break shape at the distal end, which indicates that the device experienced a partial or delayed detachment. The investigation found the pusher returned without the implant attached, but no indications of thermal activation using a detachment controller was observed on the pusher heater coil. Further inspection found the pusher hypotube to be kinked at the proximal section. The implant was returned damaged and deformed at the distal section, stretched at the proximal section, and separated from the pusher. The investigation found that the pusher¿s monofilament profiled a mushroom shape at the proximal end and a tensile break shape at the distal end, indicating that the implant experienced a partial/delayed detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher, likely during device removal as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher and implant damage, but the damage is consistent with the device experiencing forces over specification.